Event description:
It was reported that during a pulmonary lobectomy procedure, the jaws didn't stay closed after the action of the trigger. It was not possible to keep the tissue and the release of the clips. The procedure was carried out and finished by using a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Release button, cartridge, one piece sled. The analysis found that one pce60a device was returned in good visual condition and with two ecr60g cartridge reloads present. Cartridge (a) ecr60g, l52g61 was received unfired and loaded on the device unfired. Cartridge (b) ecr60g, l52g61 was received unfired. Upon further evaluation the cartridge (b) was noted to have the one piece sled assembled over the cartridge pan on the left proximal end and with the cartridge pan was damaged at left proximal end, making the reload nonfunctional. Although no conclusion could be reached on why the one piece sled was out of position, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.